Manufacturer narrative:
The autopulse platform was returned to zoll (B)(6) for evaluation. Investigation results are as follows: visual inspection of the returned autopulse platform was performed and it was found that screw at the backside of load plate was slackened, thus confirming the original reported problem that the screw was loose. In addition it was found that the backlight of the lcd went out, therefore confirming the flickering lcd and the lcd turning off. A review of the autopulse platform's archive data was performed and no user advisory errors were found on the reported date. However multiple user advisory errors (1, 7, 13, 17, 18, & 45) were observed on other dates due to user error or poor battery condition. Warning 1 - low battery warning. User advisory 2 - compression tracking error occurred on the first compression. User advisory 7 - load imbalance between left and right sides of the load plate. User advisory 13 - battery fault. User advisory 17 - max motor on time exceeded. User advisory 18 - max take-up revolutions exceeded. No load change was detected at the load plate. User advisory 45 - shaft not at "home" position occurred. Please note that these user advisory messages are unrelated to the customer's reported complaint. As a result of further investigation for the returned platform, the processor pca was defective therefore causing the lcd issue. The pca was replaced to remedy the lcd issue. In addition the screw at the load plate was tightened. In summary the customer's reported complaint that the backlight of the autopulse platform's lcd display flickered and turned off was confirmed during functional testing. It was found that the pca board was the cause of the lcd issue. After replacement of the part identified during investigation, the platform successfully passed all final functional testing.

Event description:
It was reported that during a device check a screw was loose on the autopulse platform. During the repair of the autopulse platform it was discovered that the lcd panel would flicker then shut off. There was no report of patient involvement. There was no additional information provided.